Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. A primary plumset was primed with an unspecified volume of normal saline. At an unspecified time, the secure lock male adapter of the blood secondary set was connected to the clave secondary port on the cassette of the priming plumset and was being used to deliver an unspecified blood product, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that the secure lock male adapter of the blood secondary set disconnected from the clave secondary port of the cassette of the plumset and an unspecified volume of blood product leaked onto the floor. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.